Manufacturer narrative:
Follow-up #1: date of submission 03/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings:during investigation, the keypad cover was intact with all keypad buttons responsive to user input. The keypad cover was removed to find no contamination under the button contacts. The pump was opened to find the keypad flex was fully seated in the connector with the latch closed. No evidence of moisture was found internally. The complaint of an under responsive ok button was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok button was under responsive and the keypad was damaged. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.